Manufacturer narrative:
The technician found the rocker arm broken which prevented the foot end brake casters from engaging into brake. The technician used a brake/steer upgrade to repair the stretcher.

Event description:
Info received indicates the brake will not hold at the foot end of the stretcher.